Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and four photos were available for evaluation. Visual inspection noted the reloads were fully fired, the clamping mechanism was deformed on each device and staple pushers were partially flush with the cartridge on each device. Functional testing noted that the reloads were loaded into a representative instrument. The interlocks were overridden and the reloads were applied to test media. The test media was cleanly transected. The interlocks were tested and found to function properly. It was reported that the instrument was difficult to fire but completed the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve, as surgeon was firing the black reinforced reload, the firing stopped 1 cm before end. The device was at zone 3. Another reload was used but the same incident occurred, though that time the device was on zone 1. The surgeon noted, and pressed firing toggle again to complete firing sequence. There was no patient injury. Medtronic's initial evaluation of the incident device found staple pushers were partially flush with the cartridge on each device.